Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the stem sat proud after broaching. The surgeon elected to implant a size down in head length instead of trying to seat the stem further.